Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the battery gauge fluctuates and the battery does not charge. Additionally, it was reported that the cartridge does not fit as "tight" on the pump. Customer declined follow-up from tandem technical support; therefore, no additional information was known or reported. There was no adverse impact to the customer's blood glucose level.